Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient presented in the pain clinic on (B)(6) 2019 for reprogramming. The patient was requesting better coverage. The rep ran an impedance check on the systems and found the 0-7 lead had electrodes 0, 3, 5, and 6 that were not within normal limits. The 8-15 lead had electrodes 8, 12, and 15 that were not within normal limits. The 8-15 lead could not be used as stim was only felt in the abdominal area. The lead could be too lateral causing this. Most of the patient's pain was right sided. The rep used the 0-7 lead, but they were limited to a few choices due to the fact that many of the electrodes were unusable. The patient said she has fallen a couple of times recently and also was in a car accident in which she hit a deer. The patient said that these incident possibly could have led to changes in her stimulation coverage. The rep was able to find a programming scheme that the patient seemed to like at this time. The patient was going to follow up with the hcp in 2 weeks to let the hcp know how it went. If coverage is sub-optimal, the hcp may consider whole system replacement. The issue was reported to be resolved. No further complications were reported.